Event description:
It was reported that additional intervention was required to remove the suture. The target lesion was located in the moderately tortuous liver/common bile duct artery. A flexima biliary catheter drainage had been previously placed. During removal of the drainage catheter, the suture became stuck and could not be removed together with the drainage catheter. The suture then broke and remained inside the patient after removal of the drain. Additional intervention was required to successfully remove the suture from the patient. The patient did experience pain during removal, however, there were no further patient complication. The procedure was completed.